Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. Based on the information received, the investigation determined that the reported complaints appear to be related to operational context. There was no leak noted during preparation, which suggests a product quality issue did not contribute to the reported difficulties. It was reported by the account that the balloon dilatation catheter (bdc) interacted with the moderately calcified and heavily tortuous anatomy resulting in the reported difficulty advancing the device and subsequently the balloon became damaged and ruptured during inflation. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that device preparation of the 1.5x15 mm trek dilatation catheter was performed according to the instructions for use and no issues occurred. The trek was advanced to the lesion for predilatation in the moderately calcified, heavily tortuous, left circumflex coronary artery. Slight resistance was felt advancing to the lesion site. During the first inflation at 10 atm, the balloon ruptured. Subsequently, a 2.0x15 mm trek was used to dilate the lesion. There were no adverse events for the patient and no clinically significant procedural delay was reported. No additional information was provided.